Event description:
Blood leakage at the non-return valve of the infusion set. Conservative measures, actions taken: change of catheter (new insertion), installation of a cap/plug. Is this an isolated incident? No. The incident occurred : during use of the medical device. Was a second device used for this incident? Yes. Were there any clinical consequences for the patient? : no. Was the medical device kept? : no.

Manufacturer narrative:
160 returned samples pass the end cap visual inspection, and randomly picked 20 samples pass the injection leak test and catheter adapter leak test. All inspection passed the acceptance criteria, no abnormality was observed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored.

Manufacturer narrative:
160 returned samples pass the end cap visual inspection, and randomly picked 20 samples pass the injection leak test and catheter adapter leak test. All inspection passed the acceptance criteria, no abnormality was observed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored.

Event description:
Blood leakage at the non-return valve of the infusion set. Conservative measures, actions taken: change of catheter (new insertion), installation of a cap/plug. Is this an isolated incident? No. The incident occurred : during use of the medical device. Was a second device used for this incident? Yes. Were there any clinical consequences for the patient? No; was the medical device kept? No.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd venflon ¿ pro safety needle protected IV cannula was leaking blood at the non-return valve. The following information was translated from the initial reporter in french to english "blood leakage at the non-return valve of the infusion set were there any clinical consequences for the patient? : no"

Event description:
It was reported that the bd venflon ¿ pro safety needle protected IV cannula was leaking blood at the non-return valve. The following information was translated from the initial reporter in french to english "blood leakage at the non-return valve of the infusion set were there any clinical consequences for the patient? : no".

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.